Event description:
It was reported that the device was possibly dropped and damaged and there were some screws missing. No other information available. It was unknown if there was any patient involvement. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: device failure was related to user handling. Upon evaluation, the unit was determined to have been dropped/damaged by the user. It was found that the flex coupler was bent, missing a rubber foot, and all lid closure hardware was missing. The damage to the device was found to be a result of user mishandling. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.